Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the computer was replaced to resolve the issue. The system then passed the system checkout and was found to be fully functional. The computer was returned to the manufacturer for analysis. Analysis found that the computer booted normally to application screen. It had distorted video and the video would intermittently go blank. The computer had a bad video card and failed tests. No power issues were observed during testing. Analysis found that the reported event was related to a computer component issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the navigation system wouldn't remain powered on. Manufacturer representative affirmed the system would boot but shut down after 30-40 seconds. Rep also noted white artifact on the staff and surgeon display. Power connections were verified and system tested without the staff cart power connected without resolution. There was no patient present when this issue was observed.